Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly and there was tissue hang up. The hospital has reported no patient injury occurred.

Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.